Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that during surgery, the surgeon could not insert the articular surface properly.

Manufacturer narrative:
This device is used for treatment. Visual inspection of the articular surface confirmed that the dovetail feature appears to be flared out as a result of removal of the implant and the surface of the device appears to be scratched and scuffed. Review of the device history records did not find any deviations or anomalies. Dimensions were found conforming to print specifications where measured. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.